Manufacturer narrative:
(B) (4): evaluation results: (use of the ballooning resulting in the stent graft movement), related to another device (balloon), (endoleak). (Intervention required).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck has a reverse funnel shape measuring 22 mm proximally and 1 cm distally, it measured 29 mm and half a cm distally it measured 32 mm. The patient was not a good candidate for evar; however, the physician wanted to treat the patient endovascularly because the patient was not a good candidate for open repair, with a bad heart and other health conditions. The bifurcated stent graft was successfully implanted at the level of the renal arteries. An angiogram was run and showed a small proximal type 1 endoleak. The stent graft was ballooned and as they were ballooning the stent graft moved down about 5 mm. As demonstrated in the next angiogram there was a greater proximal type 1 endoleak. The decision was made to place a 34 mm talent aortic cuff proximally. The final angiogram revealed that the proximal endoleak was completely resolved. The physician also elected to implant additional stent grafts extending down to the level of the hypogastric arteries for distal fixation. No additional clinical sequelae were reported, and the patient is fine.